Manufacturer narrative:
Results of investigation: it was reported from a literature review of the paper: "bone transport in the management of posttraumatic bone defects in the lower extremity" by mekhail et al that the patient presented a pin-track infection. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record, sterilization documentation and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. The paper was published in 2004. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
In a scientific publication, mekhail et al., "bone transport in the management of posttraumatic bone defects in the lower extremity" it was reported that following an ilizarov external fixation procedure to treat a lower extremity injury, the patient presented a pin-track infection.